Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the lower airway during an airway stenosis procedure performed on (B)(6) 2022. During the procedure, when unpacking and after injecting liquid, the balloon burst at 8atm. The procedure was completed with another cre pulmonary dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the lower airway during an airway stenosis procedure performed on (B)(6) 2022. During the procedure, when unpacking and after injecting liquid, the balloon burst at 8atm. The procedure was completed with another cre pulmonary dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results. The returned cre pulmonary dilatation balloon was analyzed and visual and microscopic examination found that the balloon was torn longitudinally. No damages was noted on the catheter of the device. With all the available information, boston scientific concludes the reported event was not confirmed. The customer pre-inflated the balloon before inserting the device into the working channel and this manipulation can provoke damages to the balloon. It is possible that the user was not following the manufacturer's instructions and failure occurred do device misuse by pre-inflate the balloon. Therefore, the most probable root cause is failure to follow instruction. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was stated in the instructions for use (IFU) that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.